Event description:
Two (2) anchor bolts broke during insertion. The doctor reported that the pt was not compromised and the bolts were removed. Surgery was prolonged by two (2) hours.

Manufacturer narrative:
The doctor had a problem with the twist drill and screw driver bending which affected the placement of the bolts. Two anchor bolts breaking were the results of these issues. The doctor believes the breaking is due to the bending of the screw driver while placing the bolts. Ad-tech has determined that the drill and placement wrench were not used with a guide tube to properly place the bolts, thus creating an uneven torque which could cause stress on the bolt. The screwdriver was used to remove the bolts, and the doctor was unconcerned at removing the bolts as they already had access through the skull to place the electrodes. The electrodes were sutured in place, and the doctor reported that the pt was not compromised. No permanent damage to pt, no serious injury and no further surgery was required due to the malfunction. The customer was unable to provide ad-tech with the lot numbers for the anchor bolts. The decision to file this adverse event report is the result of a re-review of complaint files.